Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay correction information. The device was not returned to the manufacturer. Therefore it could not be analyzed. Pictures were received and reviewed. The review show that the inner cement pouch sealing was opened. The reported event could be reported. The review of the device manufacturing quality record indicates that 5035 products designation refobacin bone cement r 1x40g, reference (B)(4), lot number a747da1505 were manufactured on 19 april 2018. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint. 6 similar complaints (including the current complaint) have been recorded for refobacin bone cement r 1x40g reference (B)(4) lot number a747da1505 on the reported event within one year. According to available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the inner sterile packaging in the side of d is opened. Event occurred before initial surgery. One product was involved in the event. There was no patient involvement. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The device was not returned to the manufacturer. Therefore it could not be analyzed. The review of the device manufacturing quality record indicates that 5035 products designation refobacin bone cement r 1x40g, reference (B)(4), lot number a747da1505 were manufactured on 19 april 2018. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. According to available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the inner sterile packaging in the side of d is opened. Event occurred before initial surgery. One product was involved in the event. There was no patient involvement. No adverse events have been reported as a result of the malfunction.